Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Patient has reported the "onset of breast pain", ¿rupture of the implant" (unknown side) and "concerned with the higher risk of bia-alcl". Later provided diagnostic reports with an ultrasound report noting "a small effusion outside the implant at 9 o'clock on the left side", mammograph noting "a benign macromelanoma "and another ultrasound noting ¿a slight degree of unevenness¿, ¿image of implant rupture¿ and ¿fluid is observed inside the capsule on both sides¿. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. ¿ seroma -late : unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient has reported the "onset of breast pain", ¿rupture of the implant" (unknown side) and "concerned with the higher risk of bia-alcl". Later provided diagnostic reports with an ultrasound report noting "a small effusion outside the implant at 9 o'clock on the left side", mammograph noting "a benign macromelanoma "and another ultrasound noting ¿a slight degree of unevenness¿, ¿image of implant rupture¿ and ¿fluid is observed inside the capsule on both sides¿. Device has been explanted. This relates to the left side.